Event description:
The pt had just completed a prostatron treatment procedure. (Prostatron tretment uses a foley catheterlike treatment catheter called the probe which has a bladder retention balloon. At the end of the case, the rptr had difficulty deflating the catheter's bladder balloon, and no fluid was obtained when drawing back on the balloon lumen with a syringe. Using abdominal ultrasound, it was confirmed that the balloon was still inflated. A suprapubic stick with a spinal needle was used under ultrasound guidance to successfully deflate the balloon, permitting catheter withdrawal. Rptr indicated there were no sequelae to the pt. The case was prolonged approx 10 mins due to the event.